Event description:
The locking mechanism on the lateral b insert was damaged during surgery. The lateral a insert was implanted. The lateral b poly is 1mm thicker than the lateral a poly.

Manufacturer narrative:
The locking mechanism on the lateral b insert was damaged during surgery. The lateral a insert was implanted. The lateral b poly is 1mm thicker than the lateral a poly. Review of the device history record indicates that the device was manufactured to specification.